Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "¿3.3 inspection of the endoscope. 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope connecting tube has coating peeling. The issue occurred during an unknown procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; connecting tube has coating peeling. (1mm2 or more); connecting tube has a dent; adhesive on bending section cover or distal sheath rubber has a chip; control unit has a scratch; grip has a scratch; up/down angulation lever plate has a scratch; angulation lever has a scratch; switch box has a scratch; insertion tube rotation ring has a scratch; universal cord has a scratch; universal cord has a wrinkle; scope cover unit has a scratch; light guide cover glass has stain; and connecting tube has a dent. Should additional relevant information become available, a supplemental report will be submitted.